Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00467. It was reported the patient had impedances on the left lead and could not enter MRI mode. As a result, surgical intervention occurred wherein the lead was replaced to address the issue. The investigation did not determine which lead had impedances. Therefore both leads are being reported.